Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Complaint confirmed based on evaluation of the provided medical records review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: encountered discolored green and black debris consistent with mom debris. Cultured fluid- debrided damaged blackened tissue from the interior of the joint and the capsule. Femoral well fixed. Debridement of damaged tissue from around acetabulum. Behind acetabulum, extensive discoloration, cyst formation, damaged tissue. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
B)(4). D10: 103203 item name taperloc por fmrl 9x137 lot # 149970. 157444 item name m2a-magnum mod hd sz 44mm lot # 708860. 139256 item name m2a-magnum 42-50 tpr insrt std lot # 949800. Multiple MDR reports were filed for this event, please see associated reports 001825034 - 2023 - 02987. 0001825034 - 2023 - 02988. 0001825034 - 2023 - 02989. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 11 years post implantation due to tissue damage. During the revision, the surgeon encountered green and black debris consistent with metal on metal. Tissue was debrided from the interior of the joint and capsule. Damaged tissue and cyst formation was debrided from around and behind the acetabulum. The stem was found well fixed and the procedure was completed without complication. There is no additional information available at the time of this report.